Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited loss of ventricular capture during a transtelephonic monitoring test. Attempts to obtain further information were unsuccessful.